Event description:
Please refer to the initial-report.

Manufacturer narrative:
The log file of the affected device was provided for the investigation at the manufacturer. Based on the log file the reported problem could be confirmed. The log entries show that the device performed a restart of the ventilation unit while in standby mode. This resulted in a temporarily impaired internal communication between the ventilation unit and the cockpit (display). The device reacted as specified to this deviation by posting the corresponding visual and audible alarm message ¿device failure (3)¿. The root cause for the restart of the ventilation unit was a temporary time-out in software task processing while the device was starting up. As a feature of the system, the device analyses and verifies its proper function. If an internal failure concerning the ventilator is detected, a local restart of the ventilation unit would be triggered. In case of an impaired communication between the cockpit and the ventilation unit the cockpit will post the alarm message "device failure (3)". The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the system posted system failure 3 alarm while in use. No injury of the patient was reported.